Event description:
It was reported that the user experienced slow charging of the ilet device despite the charger indicating a green light, and support assisted with syncing data through the mobile app and forwarded the device serial number for evaluation for possible battery depletion. Symptoms included none reported. Outcomes included no alerts or alarms and no medical intervention. Investigation included review of uploaded device data and internal evaluation for abnormal battery performance. Investigation of this case revealed no evidence of unusual battery depletion and no device malfunction detected. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with no confirmed device failure.